Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead alert due to oversensing and high impedance. The rv coil had varying and high impedance while the svc (superior vena cava) coil had varying impedance. Lead fracture was suspected. The lead detections were turned off and the lead was replaced two weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.